Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the patient's concern about the building contributing to their recharging difficulties was suspected by the patient and has no way to be confirmed. The rep confirmed being aware of the interference on 2021-08-25. The reason of the difficulty to maintain a connection to recharge is unknown however a new recharger was requested. The issue is intermittent therefore the patient is successfully able to charge the implant. The implant location is right of the sacrum and below iliac crest. The patient stated that wearing the belt does not help with recharger communication and it communicates better on the skin. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that starting from the beginning of their rechargeable stimulator, they experienced intermittent difficulties recharging. The pt also reported seeing codes: 4100 and 9766. The pt said they have had such difficulty they would literally bend in half trying to recharge. The pt said they met with the medtronic rep several times who told them not to bend in half and after meeting with the rep the issue gets better then after about a month the issues starts again. The pt had not been successful to wear the belt or move while recharging, they sit still and recharge every other day because they are so concerned about not being able to recharge. The pt said normally, they can connect then immediately lose connection or sometimes when it is searching for device, they get the "spinning wheel of death". The pt had silenced the beeping prior to calling. The following troubleshooting steps were performed; the pt repositioned the recharger, recommended patient lean forward while sitting to optimize ins position, recommended moving away from possible sources of emi, recommended using recharger over a thin layer of clot hing, confirmed communicator is off while using the recharger, reset the recharger, got 3167 and dismissed the code, then reset the handset. The troubleshooting steps that were taken on the call resolved the issue. The pt mentioned the feeling of "pinching" during recharging, sometimes but not all the time. Patient services reviewed wearing a thin layer of clothing while recharging. The pt mentioned they have a replaced total hip on the same side as the stimulator and since implant they have gained maybe 10 pounds. During troubleshooting, the pt mentioned they suspected the building they live in could potentially cause some recharging issues. On (B)(6) 2021, the patient called back having trouble recharging. They mention a lot of the same things from the past call. They got error code 4100, 3167. They tried holding the samsung over the scanner to try and scan the serial number but it didn't work. When they places the recharger over the implant they get the circle of death. It has been a repeated problem. Patient can feel the stimulator and think they can feel all for edges. They have lots of scar tissue back there. Patient services had the patient confirmed there was no electrical magnetic interference around them and confirmed the communicator was turned off. The patient was sitting down. They don't use the belt. They have never used the belt and said it doesn't work. They literally can't breath or they will lose connection. The implant is on the right side. Patient services had the patient move the recharger a little more to the right. The patient mentioned that on the left side the patient has a dead neuro stimulator. This connection issue has been going on for months, and then randomly it will just connect. They will get excellent to good connection and then it will just shut off. They will charge for 9 minutes and do nothing, then it goes to searching. The patient lives in a cement house with a cement roof. They think their building might be the problem. The patient said recently within the last few months they put up a 5g tower not far from their house. They wondered if that had an effect on their recharging. They did start trying to charge outside of the building they lives in and that worked and then it stopped working. The patient has met with the representative (B)(6) twice. Once at the hospital shortly after they got the implant, and once around the fall maybe for the holidays - they wanted to say in (B)(6) 2020. It works then has trouble charging -  doesn't always work right away. The last couple months it has got progressively gotten worse. They started charging every other day so if they had issues they wouldn't lose the charge. On august 14, they tried to charge stimulator and it wouldn't charge at all. The 15th it took a while and finally got it charged. Then tried again and can't get it to recharge. Patient services' trouble shooting over the phone did not resolve the issue and allow them to get a recharging connection. They tried a hard reset on the recharger, and also tried powering down the handset and back up. The patient just got the searching screen it never connected. Patient services sent a message to representative to give the patient a call.